Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 550cc silicone breast implants which the patient reported the following: hospitalized three times due to blacking out/passing out. Her left side is gone, patient kept in hospital for six (6) days due to physician thought that the patient is suicidal. Patient states that she has dark spots on left side of her body, severe diarrhea, she kept having black outs, really dark urine, lost 25 lbs., forgetful, and patient feels she is dying soon, numbness in the feet, depression, dizziness. Patient indicated that the physician refuse to see her thinking she is crazy. These issues has not been confirmed by the physician, and occurred after the implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2020 , patient called mentor, indicating that she is experiencing nausea, dry mouth, insomnia, lesions on chest and weight loss . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that on initial submission, mistakenly checked b2: "other serious" which is not applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that on " manufacturer report number:1645337-2020-06712" mistakenly reported that MRI examination detected rupture, MRI did not confirm any rupture related to the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 16th, 2020, additional information received, indicates patient ethnicity is african american. Rupture was detected by MRI examinations on (B)(6) 2020. Report indicates patient has bilateral redness on breasts, and patient deciding on bilateral removal. This report is for the left side. (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received, indicates that ptosis of breasts confirmed on (B)(6) 2020 by the physician. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 7, 2023 indicated that the patient also experienced bilateral capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).